Event description:
The device was removed from the package and the tip was found damage during shipping. The hospital pulled another neuron they had on the shelf to complete the case.

Manufacturer narrative:
Device investigation: there are several flat spots in the distal section of the catheter. The most distal is 5.5 to 6.7 cm from the tip. There are small ovalizations at 15 cm and at 27.5 to 28.8 cm. A 0.070" mandrel was introduced into the hub and advanced distally. Little resistance was encountered until the mandrel stopped 29 cm from the distal tip. The catheter is nonfunctional. Conclusion: the damage seen agrees with the complaint description although the packaging material was not returned and cannot be evaluated for the claims of shipping damage. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.